Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental MDR report will be sent when the investigation is completed. (B)(4).